Event description:
The user reported that during an angiographic procedure, the catheter broke. No further information was provided. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: one suspect device was returned for evaluation. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found no similar complaints for this lot number . A visual examination of the returned device revealed that the catheter was not broken, but had a kinked/flattened region 24.2cm from the distal end of the strain relief. The flattened area was approximately 3mm in length. A microscopic inspection of the entire length of the catheter found only a small amount of blood on the outside of the strain relief. Merit is unable to determine the exact root cause of the reported failure. However, based on the information above, it is likely that operational context contributed to the event. Method: microscopic inspection. Process evaluation.